Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
Device issue: none. Adverse event: tissue prolapse requiring additional intervention. Onset of adverse event: during the procedure: it was reported that the lesion was located in the obtuse first marginal, and was not tortuous or calcified; however, it was 90% stenosed. The lesion was predilated with a non-abbott balloon over an abbott high torque floppy guide wire with a non-abbott guiding catheter. The rx promus 3.0x15 stent was deployed at 14 atmosphere without complications; however, there was tissue prolapse at the ends of the stent, so the stent was post dilated with a non-abbott balloon. Two inflations were performed, one minute each on both sides of the stent. A 3.0 x 12 mm rx promus stent was implanted over the 3.0 x 15 mm rx promus previously placed, however, the tissue was still prolapsed. The procedure was successful and there were no complications to the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.